Event description:
It was reported that the patient expired in 2008, the same day of the surgery, due to unknown reasons. No further details were provided. It is unknown if the patient death was device related. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.